Event description:
During the post reanimation treatment using the icy catheter (lot #185527), a 500 ml saline bag got emptied, and the thermogard xp ivtm system (sn (B)(6)) generated an "air trap warning" alarm. No leaked saline was noted on the floor or on and around the system. The customer performed the leak check per IFU and replaced the icy catheter with a new catheter. However, the ivtm therapy could not continue because the thermogard system displayed a tcmid:02 (ce danfoss error) error message. Another thermogard system (sn (B)(6)) was brought; however, the system could not detect the start-up kit (suk) air trap and displayed mid:09 (air trap assembly) error message. The cooling was continued using the cooling packs. The dwell time of the icy catheter was less than 24 hours, suspecting 250ml of saline infusion into the patient's bloodstream. No consequences or impacts on the patient. Please see the following related MFR report: MFR 3010617000-2023-00560 for the icy catheter (lot #185527). MFR 3010617000-2023-00561 for the 1st thermogard system (sn (B)(6)).

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6)) could not detect the start-up kit (suk) air trap and displayed mid:09 (air trap assembly) error message" was confirmed during the functional testing and the event log review. Traces of saline was noted on the printed circuit assembly (pca) on the air trap sensor block, resulting in a malfunctioning air trap sensor block. The possible cause for the saline traces on the air trap sensor block and its pca could be a start-up kit (suk) leak or an overflow of saline into the air trap chamber. Per the customer, no leaking suk was found, and there was no recent history of complaints reported by the customer for the suk leak. Upon visual inspection, no physical damage was noted. The event log review indicated mid:09 error, thus, confirming the customer's reported complaint. The thermogard system failed the functional testing during the self-check due to the mid:09 error, thus, confirming the customer's reported complaint. The air trap sensor block with board was replaced to address the customer's reported complaint. The thermogard xp ivtm system passed the final functional and calibration tests without issues following service. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(6).